Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 80% stenosed proximal, mid, and distal left anterior descending (lad) artery. A 3.5 x 23 mm xience prime stent was placed in the proximal lad, a 2.5 x 33 xience prime stent was placed in the mid lad, and a 2.25 x 28 mm xience prime stent was placed in the distal lad. The procedure was completed without any complications. However, the patient remained in the hospital for observation due to having heart failure symptoms. One week after the procedure, on 3/09/2014 the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Death is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.